Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. Additional information was requested and not received.